Event description:
It was reported that when trying to go forward the drill goes in reverse, it was noticed prior to a case while testing. It was also noted that the device is covered in oil when received at the manufacturer facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Event description:
It was reported that when trying to go forward the drill goes in reverse, it was noticed prior to a case while testing. It was also noted that the device is covered in oil when received at the manufacturer facility. No associated procedure, no patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The event for running in reverse when trying to go forward was not confirmed by the repair technician and failure analysis engineer through functional evaluation, disassembly and visual inspection. Upon visual inspection oil like substance was found on the handle. It is possible the oil was applied by the account prior to shipping. A sample has been retained. The handle of the device was damaged and device has noise. The device was repaired and returned to the account after passing final inspection.

Manufacturer narrative:
The device has been received, failure analysis is in progress; additional information will be submitted once the quality investigation is completed.